Event description:
Information was received via a manufacturer representative from a health care professional and a patient who was using an external neurostimulator (ens). The patient was implanted with trial on (B)(6) and the leads were pulled on (B)(6) 2022. After lead pull, an epidural hematoma was noticed. The patient experienced bilateral lower extremity pain, weakness, and back pain. The patient was transferred to the local emergency department. Then the patient was transferred to a higher level of care. The patient underwent surgery on (B)(6) 2022 for a t4-l2 skip laminectomies and epidural hematoma evacuation. The patient was admitted to the hospital. The patient is still post- surgical, but their condition is deteriorating.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: screening device. Product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 05-nov-2025, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(4), ubd: 19-oct-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.